Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a final anastomosis on an open colorectal procedure, leakage and bleeding were observed. The surgeon took another device to complete the case.